Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected varying right ventricular (rv) lead shock impedance measurements with current measurements intermittently exceeding 125 ohms. Boston scientific technical services (ts) noted that this is likely patient condition and not a lead issue. The shock alert limit was increased, and the patient will be monitored. No adverse patient effects were reported. The device and lead remain in service.